Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons had to press to get response more on the act and esc. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that gear was winding slower than before when priming and battery life much more diminished. The customer stated that insulin pump had failed battery alarm and scratches on the screen. The insulin pump will not be returned for analysis..